Event description:
The pt reportedly experienced intermittencies following by a loss of lock between the external equipment and the implant. External equipment was exchanged and programming adjustment were made, however, the problem was not resolved. Testing performed showed that the device is not functional. Surgery to explant the pt's device has been scheduled.